Event description:
It was reported that the patient was not feeling stimulation below her knee on her right leg. This started on the day of this report 2 hours before calling in. She could feel stimulation everywhere else. She was supposed to feel stimulation below her knee in her right leg. The patient had tried turning it up as high as she could stand it but it still didn¿t go below her knee. It was noted that she fell twice on the evening of (B)(6) 2015. Normally, if she straightened her back, she could feel stimulation stronger all the way down. It was not doing that anymore. It was noted that stimulation was turned on and the battery was charged. When she fell, she hit the metal corner of her bedframe. Follow-up was performed to determine if any troubleshooting had been determined, if a cause had been determined, if any intervention had occurred, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37752, serial#: (B)(4), product type: recharger. Product ID: 37743, serial#: (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# : (B)(4), implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient¿s healthcare provider (hcp) reported that as of (B)(6) 2015, the stimulation was helping with the patient¿s pain. The hcp stated that they didn¿t have any report of the event in the patient¿s chart.

Manufacturer narrative:
Concomitant product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.